Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, one (1) insertion handle for suprapatellar, one (1) aiming arm for suprapatellar and one (1) cannulated connecting screw were unable to target the unknown proximal locking screw. The unknown connecting screw was impartial into the handle and very difficult to remove. There was a thirty (30) minute surgical delay. The procedure was successfully completed. Patient outcome was successful. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) insertion handle for suprapatellar. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation in progress while device history was reviewed: device history lot part: 03.010.440, lot: 11-3169, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: sept.05, 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.